Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip detached inside the pt at 86,882 joules and that the fiber tip was too small to retrieve. The customer reported that no pt injury occurred. The device was not returned for eval.